Event description:
There was an allegation of a questionable elecsys free psa result from the cobas e 402 analytical unit. This medwatch will apply to the elecsys free psa assay. Please refer to the medwatch with a1 patient indentifier (B)(6) for the information related to the elecsys total psa assay. The initial free psa result was 0.275 ng/ml, and a total psa from a cobas e 411 with a result of 0.063 ng/ml. The sample was sent to another lab and ran on another cobas e 411 analyzer with the same results of free psa greater than total psa. The customer then ran the sample on an abbott platform, and the free psa result was 0.04 ng/ml, and the total psa result was 0.08 ng/ml.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The qc data that was provided did not include timestamps, so it is unclear if the qc was within range on the day the sample was measured. The calibration data provided for the cobas e411 was inconclusive. A sample was received for investigation. In the investigation, the results generated on both instruments are very similar to the results generated at the customer site. The investigation determined that the root cause is the presence of interfering stubstance or substances in the elecsys total psa assay. No product issue was found as the confirmed and possible interferences are disclaimed in the method sheet for this assay. Per the product labeling for the assay, "it is known that in rare cases psa isoforms do exist which may be measured differently by different psa tests. Findings of this kind have occasionally been reported for psa tests from various manufacturers. 11,12,13 for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other finding."